Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient experienced arm weakness during a lead revision (please see reference MFR. Report#: 1627487-2018-02852). The physician opted to explant the scs system. An MRI following the explant showed a spinal contusion. The patient continues to recover in the hospital. The patient will be transferred to a different hospital in two weeks. Concomitant devices: model 3799, scs ipg and model 3383 (x2), scs extension (implant dates are unknown).

Event description:
Follow up information identified the patient has continued to improve and was to be transferred to the spinal unit at (B)(6).